Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that noise was observed that was reproduc- ible with arm movement. The patient did not receive inappropriate therapy. The lead was explanted.